Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a cardioversion. It was noted that there were a couple beats of rv loss of capture right after the external shock from the cardioversion. There was pacing inhibition and asystole of greater than two seconds observed. Technical services believed that this was due to the defibrillation detect circuit working. The lead remains in service. No adverse patient effects were reported.